Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: dermabond advanced 0.7ml - 6ea (anx6): side affected: unknown. Reason product is not available: available. Dermabond advanced 0.7ml - 6ea (anx6): lot/batch number: 109k8e. List any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No. Was there a significant delay? No. If available, provide the product order number (po). If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was received with a crushed ampoule and the presence of dried formulation within the applicator bulb. The filter exhibited a purple discoloration, consistent with contact with the formulation. Examination of the sample revealed a puncture in the applicator bulb through which a glass shard was protruding. A corresponding puncture was also observed in the butyrate tube. Visual inspection confirmed that all components of the applicator were present and properly assembled. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and topical skin adhesive was used. Pre-op, after the ampoule broke, it pierced the bottle.